Manufacturer narrative:
(B)(4). Reference exemption number e2017029. Multiple MDR reports were filed for this event, please see associated report: 9610905-2019-00251, 9610905-2019-00252.

Event description:
It was reported a titanium plate was removed due to the patient having trouble with eye mobility unrelated to the implant.